Event description:
The customer reported experiencing hospital-wide dropout on telemetry and hardwire beds. Patient waveforms disappeared, and periods of loss of monitoring occurred for approximately 16 hours. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.